Manufacturer narrative:
E1.: address 1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was not returned to olympus for inspection. And the reported failure was not confirmed. Based on the results of the investigation. And since, the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The product was not returned. The absence of the device for physical examination has limited the investigation into the reported issue. The complaint investigation process has confirmed that the failure has been previously investigated through the product technical investigation (pti) process. Historical data analysis concluded that the failure mode was within expected parameters. A risk review was completed, and no unanticipated risks, new failures, and/or new harms were identified. Reasonably known information suggests probable causes such as electrical problems like: open circuit; short circuit; signal loss; component issues. Material problems like: degradation. Mechanical problems like: leakage/seal; deformation; fatigue; wear and tear. These causes can occur between components such as connector/coupler; adapter; switch/relay; circuit board; electrical cable; sensor; lenses; seal without any design or manufacturing issue. That could cause image issues. Further, there was no evidence in historical complaints review that instructions for use were inadequate or contributed to the occurrence of the failure. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. No further escalation is required.;

Event description:
It was reported, that the subject device had noisy image. The issue occurred, during reprocessing. There were no reports of patient involvement.